Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement, self test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose at the time of incident was 408 mg/dl. Customer's current blood glucose was 411 mg/dl. Troubleshooting was done for high blood glucose event. Customer treated high blood glucose by taking bolus from insulin pump. Customer had been using insulin pump within 48 hours of reported event. Based on customer's report they alleged insulin pump was under delivering. Customer performed self test and displacement test and both tests were passed. Customer was not using auto mode. The insulin pump will be returned for analysis.